Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. The initial reporting stated no additional investigational inputs in accordance with wi-7915 appendix a were available. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported loosening due to the humeral cup not seating properly with the information provided. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Off label use was reported- ha coated products were cemented. The loosening was due to the humeral cup not seating properly and upon retrieval of the cup the stem was pulled out.